Manufacturer narrative:
This event was reported in the interim post-approval study status report for PMA p040047, (B)(6) 2011. The physician determined that the urinary retention was moderate and was definitely related to the coaptite. The device history record for the reported lot number was reviewed; all required testing specs had been met prior to release, and there were no abnormalities noted.

Event description:
A pt (B)(6), was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt has not had any previous coaptite treatments. The pt has had one prior surgery for incontinence. On (B)(6) 2010 the pt was injected for 2 ml of coaptite. On (B)(6) 2010 the pt reported urinary retention and a foley catheter was placed. The urinary retention was resolved on (B)(6) 2010. On (B)(6) 2010 the pt returned after being unable to void for 6 hours and the foley catheter was replaced. The urinary retention was resolved on (B)(6) 2010.